Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a benchmark bmx96 access system (benchmark max) and a non-penumbra catheter. During the procedure, while advancing the benchmark max through the aortic arch, the physician kinked that mid-shaft of the benchmark max. Subsequently, the physician was unable to advance a catheter through the benchmark. Therefore, the benchmark max was removed. The procedure was completed using a new benchmark and the same catheter. There was no adverse effect to the patient.